Manufacturer narrative:
(B)(4). The reported event occurred on an unspecified date in (B)(6) 2016. The lot was manufactured august 09, 2016 ¿ august 10, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor under infused. This occurred during infusion of 2500 mg desferrioxamine in 32 ml of water which took longer than the expected 8 hours. The product was removed from the fridge 4 hours prior to use. The flow restrictor was taped directly to the patient¿s skin and the reservoir was positioned approximately 6-8 inches below the distal end luer lock. There was no patient injury or medical intervention associated with this event. No additional information is available.